Event description:
Implanted a lens but it tore while it was being inserted. The lens was removed with no patient injury. The model and lot numbers of the injector and cartridge used were not provided by the facility.